Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf180) related to a battery charger fault. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board and internal battery were replaced to address the issue. The device will be serviced and fully tested before returning to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm and sf180 were due an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective main circuit board and displayed an internal battery degraded warning alarm. There was no patient harm or a serious injury reported as a result of this incident.